Event description:
Two routine hemodialysis treatments were discontinued without completing rinseback of the patient's blood, resulting in a total blood loss of 330cc. The first treatment was discontinued due to a power outage. A partial rinseback was completed with an estimated blood loss of 140cc. Two days later another treatment was discontinued to the operator failing to close the clamps on the saline line as instructed in the user guide. The patient's standard epogen dose was increased due to a decrease in hct after the second blood loss. No other details were provided per facility policy. No further medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. In the event of an external power outage, the user guide includes instructions for performing manual rinse back of the patient's blood when trained and instructed by the facility. The venous air alarm is attributed to use error as the operator failed to clamp the saline line as instructed in the user guide. Facility staff has provided re-education. Nxstage medical considers this report closed. No additional information will be provided.